Event description:
On february 28th, powerglide insertion attempted on right basilica vein in lower portion of the upper arm. Needle was inserted into vein without complication but upon guidewire insertion, a popping sound was heard with some resistance. Catheter able to be advanced around 2-3 cm but then stopped. Midline could not be advanced any further. Midline was pulled out with ease. Upon inspection of catheter, about 3 cm of the catheter and wire were missing. Primary nurse, intensivist, and pt's daughter were notified in person of occurrence. Bard rep was given the powerglide on the date of occurrence. On march 5th was the removal of the foreign body. The dissection to remove the catheter was extensive. The catheter was very small and thin and dissection was carried out in an area up around approx 4 x 4 cm. The catheter was found next to a vein and then the catheter was removed. At this point bleeding noted from the vein and the vein was then clipped. Pt tolerated the procedure well and there were no complications.